Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported in an attempt to fix the mesh, 1 strap fired fixed well, the next shots (3+ approximately) were defective. Are you saying that after the first strap adhered to the mesh/tissue the subsequent 3+ straps did not adhere to the mesh and/or tissue? What is the status of the device return? If the strap25 was ship for evaluation provide the tracking number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2019 and the absorbable straps were used. During surgery, an attempt was made to fix the mesh with the device. It was reported that it was possible to place, make, 1 only firing well fixed, after the next shots, 3 plus approximately, were defective and between each firing the machine was locked. Another device was used. There were no adverse patient consequences reported.